Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), hydrosalpinx ("hydrosalpinx of her fallopian tube") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (a hysterectomy due to complications from the essure). At the time of the report, the pelvic pain, hydrosalpinx, autoimmune disorder, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, hydrosalpinx and pelvic pain to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), hydrosalpinx ("hydrosalpinx of her fallopian tube/ bilateral hydrosalpinx"), dysmenorrhoea ("dysmenorrhea"), perineal pain ("perineal pain, pain") and melaena ("autoimmune reaction-melena") in a 32-year-old female patient who had essure (batch no. R1313501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 in 2006, parity 2 in 2009, fibromyalgia on (B)(6) 2016, hypothyroidism on (B)(6) 2014, rash in (B)(6) 2015, skin irritation in (B)(6) 2015, insomnia disorder on (B)(6) 2014, pelvic inflammatory disease in (B)(6) 2014, abdominal cramps (intermittent but not constant), hot flashes, low back pain, uterine dilation and curettage, pap smear abnormal in 2007, menarche (age at menarche - 15 yrs old), tonsillectomy in 1996, chickenpox, pap smear abnormal in 2004, gravida (gestation age: 42 weeks,) and hematochezia. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) on (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal (nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and hospital number. 1. Part one is labeled "right fallopian tube" and consists of a 7.5-cm-long, up to 1.2-cm-diameter segment of tortuous fallopian tube with a few overlying thin adhesions and blood clot. There is a cluster of thin-walled cysts identified at the distal end of the tube. There is grossly visible foreign material extending from the proximal end of the tube with a surrounding slight disruption within the surface of the tube and overlying blood clot. There are two separate segments of metallic coiling extending from this end. No sections submitted, gross exam only. 2. Part two is labeled "left fallopian tube" and consists of a 7.0-cm-long, up to 1.1-cm-diameter portion of purple-tan fallopian tube with multiple overlying adhesions and strands of blood clot, predominantly at the distal end of the tube. No sections submitted, gross exam only. On (B)(6) 2016, surgical report gross description received in formalin labeled with the patient's name, hospital number and "uterus, right tube and ovary" is a 153-gm, 8.8 x 5.7x 5.5-cm uterus and cervix with an attached right ovary. The uterine serosa is dusky purple-pink with multiple adhesions. The 4.3 x 4.2-cm wrinkled pink ectocervix has a central 1.2-cm slit-like os. The endocervix is slightly granular purple-pink with a well-demarcated squamocolumnar junction. Sectioning reveals multiple mucoid-filled endocervical cysts measuring up to 0.9 cm in diameter. The endometrium is glistening tanpink and ranges from 0.2 to 0.5 cm in thickness. The myometrium is dense pink and focally trabeculated with a maximum thickness of 2.7 cm. No discrete nodules are grossly identified. The ovary has a lobulated purple-gray outer surface. Sectioning reveals dense gray cut surfaces with multiple subcortical cysts measuring up to at least 1.5 cm in diameter. The cyst contains thin pink fluid. Sectioning the attached paraovarian soft tissue reveals multiple vascular lumina. A definitive fallopian tube is not grossly identified. Representative sections are submitted in five cassettes as follows: a- cervix; b&c- full-thickness sections from endomyometrium; d&e- attached right ovary. Previously administered products included for birth control: iud; for an unreported indication: paragard intrauterine copper. Concurrent conditions included allergic reaction to analgesics, drug allergy, alcohol use and caffeine consumption. Family history included hypertension (maternal grandmother), cerebrovascular accident (maternal grandmother), diabetes, myocardial infarction, breast cancer (mother- post menopausal), mental retardation (husbands¿ twin brother), lung cancer, hypothyroidism, insomnia, joint pain and crohn's disease. Concomitant products included cyclobenzaprine, ibuprofen, levothyroxine sodium (synthroid) since (B)(6) 2014, levothyroxine since 2015, meloxicam from 2015 to 2016, nsaids, paracetamol (acetaminophen) since 2014, promethazine and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"), 3 months 10 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced melaena (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced arthralgia ("pain joint"). On (B)(6) 2016, the patient experienced perineal pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal), menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), amenorrhoea ("amenorrhoea"), abdominal pain lower ("lower abdominal area") and back pain ("lower back pain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes),, salpingectomy (bilateral removal of fallopian tubes), total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes),total hysterectomy (uterus and cervix removed) and total hysterectomy, unilateral (right) oophrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, hydrosalpinx, melaena, female sexual dysfunction, migraine, tooth disorder, fatigue, alopecia, menorrhagia, arthralgia, nausea, amenorrhoea, depression and anxiety outcome was unknown and the dysmenorrhoea, perineal pain, dyspareunia, vaginal haemorrhage, abdominal pain, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hydrosalpinx, melaena, menorrhagia, migraine, nausea, pelvic inflammatory disease, perineal pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had not claim that essure worsened a previously existing injury/condition. Hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. The right tubal ostia was visualized the essure was placed and deployed and 3 trailing coils were visible on this side. On the left side a similar procedure was used and 2 trailing coils were visible. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2014. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) on (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal. (Nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative; on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hydrosalpinx, pelvic inflammatory disease, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: plaintiff fact sheet received. Event added: depression, mental anguish,lower abdominal area pain, lower back pain. Event outcome was updated for the event: dysmenorrhea, dyspareunia, abnormal bleeding (vaginal, menorrhagia). Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), hydrosalpinx ("hydrosalpinx of her fallopian tube/ bilateral hydrosalpinx"), dysmenorrhoea ("dysmenorrhea"), perineal pain ("perineal pain, pain") and melaena ("autoimmune reaction-melena") in a 32-year-old female patient who had essure (batch no. R1313501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concurrent conditions included rash and skin irritation. The patient's medical history included gravida ii, parity 2 in 2006, parity 2 in 2009, fibromyalgia on (B)(6) 2016, hypothyroidism on (B)(6) 2014, rash in (B)(6) 2015, skin irritation in (B)(6) 2015, insomnia disorder on (B)(6) 2014, pelvic inflammatory disease in (B)(6) 2014, abdominal cramps (intermittent but not constant), hot flashes, low back pain, uterine dilation and curettage, pap smear abnormal in 2007, menarche (age at menarche - 15 yrs old), tonsillectomy in 1996, chickenpox, pap smear abnormal in 2004, gravida (gestation age: 42 weeks,) and hematochezia. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) on (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal (nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and hospital number. 1. Part one is labeled "right fallopian tube" and consists of a 7.5-cm-long, up to 1.2-cm-diameter segment of tortuous fallopian tube with a few overlying thin adhesions and blood clot. There is a cluster of thin-walled cysts identified at the distal end of the tube. There is grossly visible foreign material extending from the proximal end of the tube with a surrounding slight disruption within the surface of the tube and overlying blood clot. There are two separate segments of metallic coiling extending from this end. No sections submitted, gross exam only. 2. Part two is labeled "left fallopian tube" and consists of a 7.0-cm-long, up to 1.1-cm-diameter portion of purple-tan fallopian tube with multiple over lying adhesions and strands of blood clot, predominantly at the distal end of the tube. No sections submitted, gross exam only. On (B)(6) 2016, surgical report gross description received in formalin labeled with the patient's name, hospital number and "uterus, right tube and ovary" is a 153-gm, 8.8 x 5.7x 5.5-cm uterus and cervix with an attached right ovary. The uterine serosa is dusky purple-pink with multiple adhesions. The 4.3 x 4.2-cm wrinkled pink ectocervix has a central 1.2-cm slit-like os. The endocervix is slightly granular purple-pink with a well-demarcated squamocolumnar junction. Sectioning reveals multiple mucoid-filled endocervical cysts measuring up to 0.9 cm in diameter. The endometrium is glistening tanpink and ranges from 0.2 to 0.5 cm in thickness. The myometrium is dense pink and focally trabeculated with a maximum thickness of 2.7 cm. No discrete nodules are grossly identified. The ovary has a lobulated purple-gray outer surface. Sectioning reveals dense gray cut surfaces with multiple subcortical cysts measuring up to at least 1.5 cm in diameter. The cyst contains thin pink fluid. Sectioning the attached paraovarian soft tissue reveals multiplevascular lumina. A definitive fallopian tube is not grossly identified. Representative sections are submitted in five cassettes as follows: a- cervix; b&c- full-thickness sections from endomyometrium; d&e- attached right ovary. Previously administered products included for birth control: iud; for an unreported indication: paragard intrauterine copper. Concurrent conditions included allergic reaction to analgesics, drug allergy, alcohol use and caffeine consumption. Family history included hypertension (maternal grandmother), cerebrovascular accident (maternal grandmother), diabetes, myocardial infarction, breast cancer (mother- post menopausal), mental retardation (husbands¿ twin brother), lung cancer, hypothyroidism, insomnia, joint pain and crohn's disease. Concomitant products included cyclobenzaprine, ibuprofen, levothyroxine sodium (synthroid) since (B)(6) 2014, levothyroxine since 2015, meloxicam from 2015 to 2016, nsaids, paracetamol (acetaminophen) since 2014, promethazine and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"), 3 months 10 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced melaena (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced arthralgia ("pain joint"). On (B)(6) 2016, the patient experienced perineal pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal), menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), amenorrhoea ("amenorrhoea"), abdominal pain lower ("lower abdominal area") and back pain ("lower back pain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes),, salpingectomy (bilateral removal of fallopian tubes), total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes),total hysterectomy (uterus and cervix removed) and total hysterectomy, unilateral (right) oophrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, hydrosalpinx, melaena, female sexual dysfunction, migraine, tooth disorder, fatigue, alopecia, arthralgia, nausea, amenorrhoea, depression and anxiety outcome was unknown and the dysmenorrhoea, perineal pain, dyspareunia, menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hydrosalpinx, melaena, menorrhagia, migraine, nausea, pelvic inflammatory disease, perineal pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had not claim that essure worsened a previously existing injury/condition. Hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. The right tubal ostia was visualized the essure was placed and deployed and 3 trailing coils were visible on this side. On the left side a similar procedure was used and 2 trailing coils were visible. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2014. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) on (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal (nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative; on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hydrosalpinx, pelvic inflammatory disease, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event outcome was updated for the event- menorrhgia from unknown to recovering resolving. ,concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), hydrosalpinx ("hydrosalpinx of her fallopian tube"), perineal pain ("perineal pain, pain") and dysmenorrhoea ("dysmenorrhea") in a 32-year-old female patient who had essure (batch no. R1313501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 in 2006, parity 2 in 2009, fibromyalgia on (B)(6) 2016, hypothyroidism on (B)(6) 2014, rash in (B)(6) 2015, skin irritation in (B)(6) 2015, insomnia disorder on (B)(6) 2014, pelvic inflammatory disease in (B)(6) 2014, abdominal cramps (intermittent but not constant), hot flashes, low back pain, uterine dilation and curettage, pap smear abnormal in 2007, menarche (age at menarche - 15 yrs old), tonsillectomy in 1996, chickenpox, pap smear abnormal in 2004, gravida (gestation age: 42 weeks,) and hematochezia. Previously administered products included for birth control: iud; for an unreported indication: paragard intrauterine copper. Concurrent conditions included allergic reaction to analgesics, drug allergy, alcohol use and caffeine consumption. Family history included hypertension (maternal grandmother), cerebrovascular accident (maternal grandmother), diabetes, myocardial infarction, breast cancer (mother- post menopausal), mental retardation (husbands¿ twin brother), lung cancer, hypothyroidism, insomnia, joint pain and crohn's disease. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months 9 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and nausea ("nausea"). On (B)(6) 2015, the patient experienced arthralgia ("pain joint"). On (B)(6) 2016, the patient experienced perineal pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal), menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, melaena ("autoimmune reaction-melena"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and amenorrhoea ("amenorrhoea"). The patient was treated with tramadol, oxycocet (percocet), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (total hysterectomy, unilateral (right) oophrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, hydrosalpinx, perineal pain, melaena, dyspareunia, dysmenorrhoea, female sexual dysfunction, migraine, tooth disorder, fatigue, alopecia, menorrhagia, vaginal haemorrhage, arthralgia, nausea and amenorrhoea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, amenorrhoea, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hydrosalpinx, melaena, menorrhagia, migraine, nausea, pelvic inflammatory disease, perineal pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had not claim that essure worsened a previously existing injury/condition. Hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. The right tubal ostia was visualized the essure was placed and deployed and 3 trailing coils were visible on this side. On the left side a similar procedure was used and 2 trailing coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative; on (B)(6) 2014: negative. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). On (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal. (Nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and hospital number. 1. Part one is labeled "right fallopian tube" and consists of a 7.5-cm-long, up to 1.2-cm-diameter segment of tortuous fallopian tube with a few overlying thin adhesions and blood clot. There is a cluster of thin-walled cysts identified at the distal end of the tube. There is grossly visible foreign material extending from the proximal end of the tube with a surrounding slight disruption within the surface of the tube and overlying blood clot. There are two separate segments of metallic coiling extending from this end. No sections submitted, gross exam only. 2. Part two is labeled "left fallopian tube" and consists of a 7.0-cm-long, up to 1.1-cm-diameter portion of purple-tan fallopian tube with multiple overlying adhesions and strands of blood clot, predominantly at the distal end of the tube. No sections submitted, gross exam only. On (B)(6) 2016, surgical report gross description received in formalin labeled with the patient's name, hospital number and "uterus, right tube and ovary" is a 153-gm, 8.8 x 5.7x 5.5-cm uterus and cervix with an attached right ovary. The uterine serosa is dusky purple-pink with multiple adhesions. The 4.3 x 4.2-cm wrinkled pink ectocervix has a central 1.2-cm slit-like os. The endocervix is slightly granular purple-pink with a well-demarcated squamocolumnar junction. Sectioning reveals multiple mucoid-filled endocervical cysts measuring up to 0.9 cm in diameter. The endometrium is glistening tanpink and ranges from 0.2 to 0.5 cm in thickness. The myometrium is dense pink and focally trabeculated with a maximum thickness of 2.7 cm. No discrete nodules are grossly identified. The ovary has a lobulated purple-gray outer surface. Sectioning reveals dense gray cut surfaces with multiple subcortical cysts measuring up to at least 1.5 cm in diameter. The cyst contains thin pink fluid. Sectioning the attached paraovarian soft tissue reveals multiplevascular lumina. A definitive fallopian tube is not grossly identified. Representative sections are submitted in five cassettes as follows: a- cervix; b&c- full-thickness sections from endomyometrium; d&e- attached right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hydrosalpinx, pelvic inflammatory disease, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: updated outcome of event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("chronic pelvic pain, pain"), hydrosalpinx ("hydrosalpinx of her fallopian tube") and perineal pain ("perineal pain, pain") in a 32-year-old female patient who had essure (batch no. R1313501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, parity 2 in 2006, parity 2 in 2009, fibromyalgia on (B)(6) 2016, hypothyroidism on (B)(6) 2014, rash in (B)(6) 2015, skin irritation in (B)(6) 2015, insomnia disorder on (B)(6) 2014, pelvic inflammatory disease in (B)(6) 2014, abdominal cramps (intermittent but not constant), hot flashes, low back pain, uterine dilation and curettage, pap smear in 2007, menarche (age at menarche - 15 yrs old), tonsillectomy in 1996, chickenpox, pap smear abnormal in 2004, vaginal delivery (gestation age: 42 weeks,) and hematochezia. Previously administered products included for birth control: iud; for an unreported indication: paragard intrauterine copper. Concurrent conditions included allergic reaction to analgesics, drug allergy, alcohol use and caffeine consumption. Family history included hypertension (maternal grandmother), cerebrovascular accident (maternal grandmother), diabetes, myocardial infarction, breast cancer (mother- post menopausal), mental retardation (husbands¿ twin brother), lung cancer, hypothyroidism, insomnia, joint pain and crohn's disease. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea") (seriousness criterion intervention required). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and nausea ("nausea"). On (B)(6) 2015, the patient experienced arthralgia ("pain joint"). On (B)(6) 2016, the patient experienced perineal pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal), menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), melaena ("autoimmune reaction-melena"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and amenorrhoea ("amenorrhoea"). The patient was treated with tramadol, oxycocet (percocet), surgery, surgery (a hysterectomy due to complications from the essure and bilateral salpingectomy was done), surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (total hysterectomy, unilateral (right) oophorectomy), surgery (laparoscopic assisted vaginal hysterectomy, right oophorectomy.) And surgery (laparoscopic assisted vaginal hysterectomy, right oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, hydrosalpinx, perineal pain, melaena, dyspareunia, dysmenorrhoea, female sexual dysfunction, migraine, tooth disorder, fatigue, alopecia, menorrhagia, vaginal haemorrhage, arthralgia, abdominal pain, nausea and amenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hydrosalpinx, melaena, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perineal pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had not claim that essure worsened a previously existing injury/condition. Hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. The right tubal ostia was visualized the essure was placed and deployed and 3 trailing coils were visible on this side. On the left side a similar procedure was used and 2 trailing coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Pregnancy test urine - on (B)(6) 2014: negative; on (B)(6) 2014: negative in (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). On (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal. (Nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and hospital number. 1. Part one is labeled "right fallopian tube" and consists of a 7.5-cm-long, up to 1.2-cm-diameter segment of tortuous fallopian tube with a few overlying thin adhesions and blood clot. There is a cluster of thin-walled cysts identified at the distal end of the tube. There is grossly visible foreign material extending from the proximal end of the tube with a surrounding slight disruption within the surface of the tube and overlying blood clot. There are two separate segments of metallic coiling extending from this end. No sections submitted, gross exam only. 2. Part two is labeled "left fallopian tube" and consists of a 7.0-cm-long, up to 1.1-cm-diameter portion of purple-tan fallopian tube with multiple overlying adhesions and strands of blood clot, predominantly at the distal end of the tube. No sections submitted, gross exam only. On (B)(6) 2016, surgical report gross description received in formalin labeled with the patient's name, hospital number and "uterus, right tube and ovary" is a 153-gm, 8.8 x 5.7x 5.5-cm uterus and cervix with an attached right ovary. The uterine serosa is dusky purple-pink with multiple adhesions. The 4.3 x 4.2-cm wrinkled pink ectocervix has a central 1.2-cm slit-like os. The endocervix is slightly granular purple-pink with a well-demarcated squamocolumnar junction. Sectioning reveals multiple mucoid-filled endocervical cysts measuring up to 0.9 cm in diameter. The endometrium is glistening tanpink and ranges from 0.2 to 0.5 cm in thickness. The myometrium is dense pink and focally trabeculated with a maximum thickness of 2.7 cm. No discrete nodules are grossly identified. The ovary has a lobulated purple-gray outer surface. Sectioning reveals dense gray cut surfaces with multiple subcortical cysts measuring up to at least 1.5 cm in diameter. The cyst contains thin pink fluid. Sectioning the attached paraovarian soft tissue reveals multiple vascular lumina. A definitive fallopian tube is not grossly identified. Representative sections are submitted in five cassettes as follows: a- cervix; b&c- full-thickness sections from endomyometrium; d&e- attached right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hydrosalpinx, pelvic inflammatory disease, menorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: apareunia (inability to have sexual intercourse), melena, migraines / headaches, dental problems, fatigue, hair loss, perineal pain, pain, abnormal bleeding (vaginal), menorrhagia, pain joint, abdominal pain, slight hemorrhage during pregnancy, c-section, nausea. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), hydrosalpinx ('hydrosalpinx of her fallopian tube/ bilateral hydrosalpinx'), dysmenorrhoea ('dysmenorrhea'), perineal pain ('perineal pain, pain') and melaena ('autoimmune reaction-melena') in a 32-year-old female patient who had essure (batch no. R1313501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concurrent conditions included rash and skin irritation. The patient's medical history included fibromyalgia on (B)(6) 2016, rash in (B)(6) 2015, skin irritation in (B)(6) 2015, pelvic inflammatory disease in (B)(6) 2014, hypothyroidism on (B)(6) 2014, insomnia disorder on 6-nov-2014, gravida ii, parity 2 in 2006, parity 2 in 2009, abdominal cramps (intermittent but not constant), hot flashes, low back pain, uterine dilation and curettage, pap smear abnormal in 2007, menarche (age at menarche - 15 yrs old), tonsillectomy in 1996, chickenpox, pap smear abnormal in 2004, gravida (gestation age: 42 weeks,) and hematochezia. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). On (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal (nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and hospital number. 1. Part one is labeled "right fallopian tube" and consists of a 7.5-cm-long, up to 1.2-cm-diameter segment of tortuous fallopian tube with a few overlying thin adhesions and blood clot. There is a cluster of thin-walled cysts identified at the distal end of the tube. There is grossly visible foreign material extending from the proximal end of the tube with a surrounding slight disruption within the surface of the tube and overlying blood clot. There are two separate segments of metallic coiling extending from this end. No sections submitted, gross exam only. 2. Part two is labeled "left fallopian tube" and consists of a 7.0-cm-long, up to 1.1-cm-diameter portion of purple-tan fallopian tube with multiple overlyingadhesions and strands of blood clot, predominantly at the distal end of the tube. No sections submitted, gross exam only. On (B)(6) 2016, surgical report gross description received in formalin labeled with the patient's name, hospital number and "uterus, right tube and ovary" is a 153-gm, 8.8 x 5.7x 5.5-cm uterus and cervix with an attached right ovary. The uterine serosa is dusky purple-pink with multiple adhesions. The 4.3 x 4.2-cm wrinkled pink ectocervix has a central 1.2-cm slit-like os. The endocervix is slightly granular purple-pink with a well-demarcated squamocolumnar junction. Sectioning reveals multiple mucoid-filled endocervical cysts measuring up to 0.9 cm in diameter. The endometrium is glistening tanpink and ranges from 0.2 to 0.5 cm in thickness. The myometrium is dense pink and focally trabeculated with a maximum thickness of 2.7 cm. No discrete nodules are grossly identified. The ovary has a lobulated purple-gray outer surface. Sectioning reveals dense gray cut surfaces with multiple subcortical cysts measuring up to at least 1.5 cm in diameter. The cyst contains thin pink fluid. Sectioning the attached paraovarian soft tissue reveals multiplevascular lumina. A definitive fallopian tube is not grossly identified. Representative sections are submitted in five cassettes as follows: a- cervix; b&c- full-thickness sections from endomyometrium; d&e- attached right ovary. Previously administered products included for birth control: iud; for an unreported indication: paragard intrauterine copper. Concurrent conditions included allergic reaction to analgesics, drug allergy, alcohol use and caffeine consumption. Family history included hypertension (maternal grandmother), cerebrovascular accident (maternal grandmother), diabetes, myocardial infarction, breast cancer (mother- post menopausal), mental retardation (husbands¿ twin brother), lung cancer, hypothyroidism, insomnia, joint pain and crohn's disease. Concomitant products included cyclobenzaprine, ibuprofen, levothyroxine sodium (synthroid) since (B)(6) 2014, levothyroxine since 2015, meloxicam from 2015 to 2016, nsaids, paracetamol (acetaminophen) since 2014, promethazine and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"), 3 months 10 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced melaena (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced arthralgia ("pain joint"). On (B)(6) 2016, the patient experienced perineal pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal), menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), amenorrhoea ("amenorrhoea"), abdominal pain lower ("lower abdominal area"), back pain ("lower back pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes),, salpingectomy (bilateral removal of fallopian tubes), total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes),total hysterectomy (uterus and cervix removed) and total hysterectomy, unilateral (right) oophrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, hydrosalpinx, melaena, female sexual dysfunction, migraine, tooth disorder, fatigue, alopecia, arthralgia, nausea, amenorrhoea, depression, anxiety and vaginal discharge outcome was unknown, the dysmenorrhoea, perineal pain, dyspareunia, abdominal pain, abdominal pain lower and back pain was resolving and the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hydrosalpinx, melaena, menorrhagia, migraine, nausea, pelvic inflammatory disease, perineal pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had not claim that essure worsened a previously existing injury/condition. Hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. The right tubal ostia was visualized the essure was placed and deployed and 3 trailing coils were visible on this side. On the left side a similar procedure was used and 2 trailing coils were visible. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2014. In (B)(6) 2014, essure confirmation test , unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded) on (B)(6) 2015, colonoscopy was performed for evaluation of rectal bleeding. On (B)(6) 2016, physical exam: female genitalia: uterus tender. Adnexa/parametria no mass palpable and adnexal tenderness (right). On (B)(6) 2014, ultrasound female pelvis, transabdominal & endovaginal (nonob) findings: uterus is normal measuring 5.7 x 6.9 x 7.8 cm. Endometrial thickness is normal measuring 10 mm. Uterus is retroverted. The fallopian tubes are enlarged and dilated bilaterally with anechoic fluid. Some debris is seen within the left fallopian tube. Patient experienced exquisite tenderness during scanning of the left adnexa. Multiple bilateral ovarian cysts are present, likely physiologic. Conclusion: hydrosalpinx bilaterally with exquisite tenderness while scanning of the left adnexa. This can be seen with pelvic inflammatory disease or tubo-ovarian abscess, although by report the patient does not have cervical motion tenderness, fever, or leukocytosis which makes etiology uncertain, perhaps related to recent essure placement. On (B)(6) 2014, surgical report gross description there are two parts received in formalin, each labeled with the patient's name and diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: results: negative; on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hydrosalpinx, pelvic inflammatory disease, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2020: pif received. New events: bladder infection, uti, vaginal infection, vaginal discharge were added. Outcome for bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.